Event description:
An international customer (B)(6) reported that a guide wire will not pass through illico screw when attached to driver.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An investigation found that a guide wire will not pass through the illico screwdriver when mated to illico cannulated screw (p/n 73875-40). The cannulation of the screw was not properly aligned to the cannulation of the instrument causing an interference fit of the two mates. The defect was isolated to a single bone screw p/n 62675-40-01 lot 645500, a component used in the finished assembly of the illico screw (73875-40). The position of the cannulation hole was found outside the location tolerance of 0.010 at the proximal end. The defective implants were removed from the field via voluntary removal# 2027467-7/1/2013-003-r (ref. Z-2086-2013). Removal /termination actions were completed october 9, 2014.